Manufacturer narrative:
Updated sections: b5, d4 expiration date, h4, h6 type of investigation. Based on new information received, this event is no longer considered reportable. Despite multiple requests for additional information, no other details regarding this event have been provided at this time. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 27mm 2700tfx aortic valve implanted for 12 years and 9 month, is being evaluated for a valve-in-valve procedure due to unknown reasons. There was no investigational evidence of premature failure of the device.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined if additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 2700tfx aortic valve implanted for 12 years and 9 month, is being evaluated for a valve-in-valve procedure due to unknown reasons.